Event description:
Medtronic received a report that the surgeon pushed the ped-500-20 to go upper to the junction of m1 and 2 through the microcatheter, withdrew the microcatheter, exposed the tip end development coil, and deployed the tip end of the stent from the straight section of m1. The tip end was deployed about 9mm and was not fully opened. The tip end of the stent was tapered, and the small wings restrained the tip end of the stent. The surgeon waited for 30 seconds to allow blood to fully contact the stent, but the stent still did not expand. The surgeon tried to fix the microcatheter, pushed the delivery guide wire forward, and continued to deploy 5mm, but the tip end still did not open. The surgeon retrieved the entire device, pulled it back into the internal carotid artery (ica), deployed it 3 mm, and it did not open. The surgeon then retrieved it again and deployed it in the ica. The tip end still did not open. The refore, the surgeon withdrew the stent from the body with the system. The pipeline was implanted for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left cavernous sinus aneurysm with a max diameter of 8.1 mm and a 4.6 mm neck diameter. The landing zone was 4.8 mm distally and 5.1 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 0. Angiographic result post procedure was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the stent was large and difficult to open. The pipeline was not placed in a vessel bend when it failed to open. No additional steps were taken to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open distal as the device was resheated. In addition, the pipeline flex braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.